Event description:
It was reported that device interrogation revealed multiple episodes of non-sustained ventricular oversensing due to oversensing of myopotentials. Further evaluation and programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.